Event description:
The patient completed two control solution 1 tests using test strips from the same vial, and the results were out of range. The control solution 1 range was 94 -142, and the results were 81 and 85. The patient repeated the test with a test strip from a new vial, with the same lot number, and the result was 89. New control solutions were sent. The control solution 1 test was completed using test strips from the previous lot and the newly delivered control solution 1. The control 1 range was 94 -142, and the result was 87. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.